Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a coyote balloon catheter inside of an unidentified sheath with an unidentified .014 guide wire in the guide wire lumen. There is blood in the inflation lumen and the proximal end of the balloon. The catheter was able to be removed from the sheath with little resistance. The outer shaft, inner shaft, and balloon were microscopically examined. The balloon is completely circumferentially torn 8.6cm from the proximal balloon weld, the distal portion of the balloon was not returned. The inner shaft is completely torn/separated 50cm from the proximal balloon weld, distal portion of the shaft and tip were not returned. The fractured/separated end of the shaft is stretched and jagged which indicates the shaft separation was due to tensile forces. The inner shaft is buckled in numerous locations which is consistent with damage seen with the use of a guide wire. The guide wire that was received inside of the catheter was unable to be removed due to the severe buckling. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage or event. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred and removal difficulties we encountered. The target lesion was located in the superficial femoral artery. A 4.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced for dilatation. However, upon the third inflation at slightly above the nominal pressure for less than a minute, the balloon ruptured. The device became stuck inside the sheath upon removal. The sheath, guidewire and the balloon catheter were removed together. A new sheath was introduced. There were no patient complications and the patient's status was fine.